Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, the dilator tip was observed to be damaged. It appeared that the tip had a broken piece of plastic. Subsequently, the faradrive steerable sheath clear was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The device is expected to return for analysis.

Event description:
It was reported that during preparation, the dilator tip was observed to be damaged. It appeared that the tip had a broken piece of plastic. Subsequently, the faradrive steerable sheath clear was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual and microscopic inspection confirmed that the dilator tip was damaged. Functional testing was performed. The sheath was tested for deflection to evaluate its structural integrity and performance. It was observed that the sheath successfully demonstrated the capability to deflect without compromising its structural integrity. Dimensional inspection of the faradrive dilator was confirmed to be within specification.

Manufacturer narrative:
This report is being submitted for updates to section h6 evaluation conclusion codes, and h11 additional MFR narrative. Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned with the dilator inside for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Event description:
It was reported that during preparation, the dilator tip was observed to be damaged. It appeared that the tip had a broken piece of plastic. Subsequently, the faradrive steerable sheath clear was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The device was received for analysis.